Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. In each incident, in accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully from the pt's anatomy. The thumb advancer was proximally retracted, which released the device from the tissue tract. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned deployed with 15 1/4" of the suture pulled out of the device (the remaining portion was not returned). The anterior cuff was captured and still attached to the needle. The posterior cuff was not captured with one tab bent and the other two intact. This finding is consistent with a posterior cuff miss. The posterior foot was examined for needle strike marks and none were detected. The damaged cuff tab with two intact indicates the needle struck the cuff at an incorrect angle striking only one tab. The cause of the needle's deflection is undetermined. The original plunger was re-inserted and the needle trajectory, depth and mandrel travel were acceptable. A root cause for the difficulty encountered during needle plunger removal and the suture link break could not be determined. No malfunction was detected. Review of the device history record for this device did not produce any findings relevant to this investigation.